Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a pre-check for radiation, a non-sustained ventricular tachycardia (vt) episode was reviewed and found to be due to oversensing of noise with pacing inhibition and asystole greater than two seconds on the right ventricular (rv) channel. The noise appeared to be due to electromagnetic interference (emi). All lead measurements were verified to be normal. The patient indicated that they were having surgery on the day of the stored episode. The pacemaker and rv lead remain in service and no adverse patient effects were reported.